Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s low blood glucose level was over 50 mg/dl and high blood glucose value was 270 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose with glucose tablet. Customer has been using insulin pump system within 48 hours of reported high and low blood glucose event. The customer reported that they did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The customer declined troubleshooting for high and low blood glucose. The customer stated that they passed out and dropped insulin pump in water. The customer stated that they performed that self test and they were able to passed the test. The insulin pump will not be returned for analysis.